Event description:
It was reported that a revision was done to replace a rise spacer at l5 which had migrated post-operatively. The locking cap and rod were also removed and replaced.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation and visual observation identified a few scratches on the back of the body of the implant. It is possible these scratches were made during removal. There was no damage found on the teeth of the superior and inferior endplates of the implant. No issues were found during functional testing of the implant. It is possible that if the teeth of the rise spacer do not have sufficient contact with the patient endplate once implanted, it could lead to migration. However, the exact cause of the reported issue could not be determined.